Event description:
It was reported the patient experienced a loss of therapeutic effect, and loss of relief at least one month prior to report. It was stated the patient was using ¿a lot of¿ pads due to her incontinence. It was noted the patient adjusted stimulation from 3.9 to 4.1 about 30 minutes to one hour prior to call and now couldn¿t feel stimulation, but when the patient moved, she could feel stimulation again. Reportedly, the patient¿s bladder dropped and she had possible nerve damage but stated it was probably just due to ¿her muscle and old age.¿ it was reported the patient had a loss of therapeutic effect and the system ¿didn¿t seem to be working or helping.¿ it was stated this started ¿a while ago, at least a month if not more.¿ reportedly, the patient ¿maxed it to 4.1 volts and had no results¿ and wanted a new program added. The patient was redirected to their healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# v000108, implanted: (B)(6) 2005, product type: lead. (B)(4).